Event description:
It was reported that the patient received inappropriate shocks. Externalized conductors suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found internal insulation abrasions between 39.9cm - 40.2cm from the connector pin. Sensing conductors were visible. The etfe coating was intact at the same location.